Event description:
Foley placed prior to start of procedure, 3ml instilled, slight tug on foley to confirm placement & balloon. At end of procedure, while removing bovie pad, circulating rn found foley out of pt on or bed. Foley retested and no issue with balloon noted. Urimeter was noted to have urine during procedure.